Event description:
Related manufacture reference number: 2017865-2023-14149. Related manufacture reference number: 2017865-2023-14150. It was reported that the patient presented during implant procedure. During procedure, it was noted that the first atrial lead exhibited helix damage. The first atrial was not installed and the second atrial was also not installed as it failed to retract during reposition. The first ventricular lead was also not installed due to the physician over torquing the helix. The procedure was completed with replacement products on (B)(6) 2023. The patient's condition was unknown.